Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which they acknowledged and understood.